Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 27-march-2024, it was reported by the patient that she went to emergency room and hospitalized for few hours due to hyperglycemia. Event occurred due to bent cannula. Blood glucose was 609 mg/dl. Patient received IV and fluids of saline and insulin. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.